Manufacturer narrative:
Pump passed displacement test, rewind, basic occlusion, occlusion, prime and system sensor and no delivery tests. Unit had normal operating currents and no unexpected off no power or low battery alarm noted. Unit was received with restart error alarm after battery change and settings had reset to factory default settings due to voltage leak. Unit had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the settings change every time the battery is replaced. The customer's blood glucose reading was 55 mg/dl at the time of incident. Troubleshooting found that when the customer changes the battery, the settings automatically erase and the customer has to reprogram the settings. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.